Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back repeating the previous event history. The patient provided further details regarding the lead allegation, stating that their managing hcp told them that two of the leads were "loose", however at that time, the patient told their doctor the therapy was still working pretty good for them so the doctor recommended they take no further action. The patient had since been spending time in a different state and noticed that for the past week to 10 days their nocturia had worsened from a couple times a night to 5-6 times and it bothered the patient's sleep. The patient denied any falls or traumas but stated they were very active in general, playing golf and exercising. The patient had not had any changes to their diet and drank 2-3 cups of coffee in the morning, which their doctor said was fine because the caffeine would be out of their system within 8 hours. The patient reported if they increased stimulation too strong they would get a return of rectal pain, so they currently had the amplitude at 2.8 which was as high as they could comfortably go. The patient was advised they had the option to try different programs, and they were redirected to their managing hcp to discuss their therapy concerns and medical questions. The patient also requested physician listings. Additional information was received from the patient. They called back because their therapy was not working anymore. The patient said that at night, they would go to the bathroom multiple times. The patient reported that, per their hcp, one of the leads was loose based on the x-ray. The patient said they tried to increase the stimulation of their therapy, but it caused them colorectal pain, so they decreased the stimulation again. Information about guidelines for programs was reviewed with the patient. The patient was informed that turning off the programmer and communicator should not affect the settings that they made in their therapy.

Event description:
Additional information was received from the patient. They reported that they had their device replaced yesterday because it wasn't functioning.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va31el7, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the previous ins was not working as it should. The patient also said the x-ray showed wires were broken or crossed and that their hcp redid the implant. The agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# (B)(6) implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they have had a lot of rectal pain in the lower intestine for the last several weeks. They said that the pain was there every day and sometimes kept them awake at night. They mentioned that they had a CT scan and an x ray done a couple of days ago and they were told that the lead is out of place and the wires are "coiled up". They wanted to know if this had a happened to anyone else. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lead being out of p lace/wires coiled up was not determined. The hcp stated, "perfect placement, patient turned down intensity as it was too intense". The issue was resolved and no device removal.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va31el7 implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they were on program 3 and it was "causing some problems." The patient said that program 3 really didn't seem to help at all. Patient said they were thinking they would go back to program 4 which was the original program. The agent recommended following up with their healthcare provider (hcp). The patient reported that they have have an appointment with their hcp in november.